Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that their blood glucose (bg) values dropped to 40 mg/dl and they lost consciousness in their car. The patient treated themselves by drinking juice. Since the event the patient states their bg's have stabilized.